Manufacturer narrative:
(B)(4). Date sent: 11/15/2016. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Manufacturer narrative:
(B)(4). Batch # unk. Following information was requested but unavailable: did device drop or eject the unformed clips? Or did the device fire clips that did not form on the vessel? Were all 6 devices used during this one procedure? If so, did all 6 devices have the same issue? Or were the devices used on different procedures?

Event description:
It was reported that during an unknown procedure, clips not formed. It is unknown how the procedure was completed. There were no adverse consequences for the patient reported.